Event description:
The customer reported to philips healthcare that the heartstart mrx restarted itself continuously with a message indicating that the configuring was lost. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.